Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid" adjacent to the implants.

Event description:
Healthcare professional reported right side "capsular retraction in the lower regions", "undulations", "change in shape and feels hardening in the breast and increased consistency in this breast and ripples, contour undulations", "hypertensive images on t2, adjacent to the implants, representing fluid", and "grade 2 contracture (no deformity yet) but with pain when forced to move and palpate on the side". Device remains implanted.